Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white male had impella cp pump inserted in the right femoral artery (rfa) for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient became extremely combative during removal of peel away sheath causing the catheter to advance aggressively and collapse completely into the left ventricle (lv) causing mitral valve damage, to resolve this the physician immediately began arranging surgical intervention.